Event description:
The customer reported via twitter that the insulin pump was attempted to kill her, and she was not getting insulin for the past three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.